Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13773. It was reported that the patient was experiencing ineffective therapy on their left side due high impedances on the lead. The patient was reprogrammed, but the patient may still undergo surgical intervention at a later date to address the issue. It is unknown which lead has the impedance issue, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.